Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) did not work. The device was replaced with an 18cmx12mm ipp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.